Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked.

Event description:
It was reported via phone call that the esc button was intermittently working. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.